Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of the return specimen, in-house testing, field data review, a design history record review, neqas report review, a search for similar complaints, and a review of labeling. Return material not available. Accuracy testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for the architect tsh assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. A review of the latest neqas report for tsh, shows that roche results in general are higher which may be due to difference in assay standardization. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 87049ui00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely decreased architect tsh results. The customer provided the following patient result data comparing results between the architect assay and the roche assay (normal architect range is 0.35 uiu/ml to 4.94 uiu/ml): (B)(6) female: architect tsh 0.34, retested roche: 0.70; (B)(6) male: architect tsh 0.34, retested roche: 0.58; (B)(6) male: architect tsh 0.33, retested roche: 0.55; (B)(6) female: architect hiect tsh 0.32, retested roche: 0.55. There was no adverse impact to patient management reported.